Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument did not articulate and could not apply the clips properly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to clip application (instrument in patient). The issue was related to the clip applier jaws remaining static/not moving when the surgeon commanded movement. The issue was related to the movement prior to applying the clip on the vessel. Therefore, the size of the clip in this case is irrelevant. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred on the 1st clip application. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.